Event description:
A report was received that the patient's ipg was uncomfortable. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.